Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 7.9 mmol/l. It was stated that insulin squirted out during the priming process. The insulin pump was reportedly neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap was sticking out. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.